Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ¿pump was leaking.¿ no additional information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 8/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings:. No defect found. No cracks or damage found to pump casing. Pump was exercised for 24hrs with no alarms. . Pump passes leak test; no evidence of leaking pump observed. Removed pump cover; no internal moisture was observed.